Manufacturer narrative:
H10: h6: lot number information is not provided and no additional information received for documentation review. Another complaint related to patient reaction to scaffold has been observed. The products were not returned for evaluation and therefore a physical investigation could not be completed. Root cause was undetermined after investigation. Failure mode experienced by the user facility were unable to be confirmed through direct physical investigation. After several attempts to obtain clinical/medical information none has been forthcoming. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed.the issue will be monitored for trending purposes and no further investigation warranted at this time.investigation will be revisited if additional information is received.

Event description:
It was reported that after a case in which a regeneten patch was used, the patient had a reaction. The patient has been treated with antibiotics. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.